Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 8 years. Per the op report, this device was explanted due to severe progressive aortic insufficiency. It was noted that this patient has a history including lv hypertrophy, hypertension, obesity, gout, known polyposis coli, and prior tobacco abuse. The device was replaced with a new edwards bioprosthetic valve. There was some bleeding post-implant; however, this was resolved. The patient was discharge home in good condition. No other details provided.

Manufacturer narrative:
Device not returned. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Unfortunately, the device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed.